Event description:
Info received indicates the bed will go into the trendelenburg position when the hi/low is raised and the head section will not go up with weight on the bed.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.